Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Subsequently, the device was explanted on (B)(6) 2026. During the surgery, an inflammation of the middle ear was observed. Reimplantation is planned but had not taken place at the time of this report.